Event description:
The reporter contacted animas on (B)(6) 2014 reporting an occlusion issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with rapid, deep breathing, shortness of breath, chest pain and chest tightness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the patient is not using the cartridge per IFU. This report is being made due to the hyperglycemic event the patient experienced that resulted from an not using cartridge per IFU.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using cartridge per IFU).